Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: peritoneum/migration of essure device.') In a 36-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, cesarean section, menorrhagia, seizure, uterine dilation and curettage, abdominal operation, migraine headache, seizures, abortion, pelvic hematoma, post procedural pain, carpal tunnel release, tubal ligation, pain legs, right upper quadrant pain, gallbladder sludge, deep vein thrombosis, chronic back pain, epilepsy, leg pain, sacroiliitis, headache, dyspnea exertional, hypertension, endometrial ablation, myalgia, myositis, convulsions, ovarian cyst and endometrial ablation. Previously administered products included for dvt: xarelto. Concurrent conditions included hypertension, back pain, uterine fibroids, dysmenorrhea and weight normal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 for contraception, hydrochlorothiazide;lisinopril dihydrate (prinzide) since (B)(6) 2008 for hypertension as well as allopurinol (elavil) from (B)(6) 2009 to (B)(6) 2019, cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2015 to (B)(6) 2016, ferrous sulfate from (B)(6) 2016 to (B)(6) 2017, ibuprofen since (B)(6) 2009 and paroxetine hydrochloride (paxil) from (B)(6) 2009 to (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("partial expulsion"), 3 months 14 days after insertion of essure. On (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("pain abdominal area") and was found to have weight increased ("weight gain/loss (specify which one)- weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) (bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, depression, migraine, dysmenorrhoea, nausea, dyspareunia, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, surgical pathology report revealed thickness. There are two, metallic, silver, coiled, linear wires located at both of the fallopian tube resection sites. Both fimbriated fallopian tubes are purple-tan, smooth 'with focal paratubal serous, thin-walled cysts that range from 0.5-1.5 cm in greatest dimension serial sectioning reveals pinpoint, patent lumen abnormal conditions of the uterus, cervix, adnexa, vagina or parametrium, or abnormal uterine bleeding, pelvic pain, pelvic prolapse -final diagnosis: uterus, cervix bilateral fallopian tubes. Total abdominal hysterectomy and bilateral salpingectomy. Endometrium: inactive endometrium with no evidence of hyperplasia or malignancy. Myometrium: adenomyosis, leiomyoma. Cervix: no significant histopathologic abnormality. Right fallopian tube: no significant histopathologic abnormality left fallopian tube: no significant histopathologic abnormality. Post operative note: there is an approximately 9 x 7 x 5 cm peripherally enhancing fluid collection in the midline pelvis at the surgical site which may be sterile or infected with differential considerations including evolving hematoma and postoperative abscess. Discrepancy noted essure insertion date (B)(6) 2009. Current weight 195 lbs. Right tube is occluded. There has been interval expulsion of the left micro insert, and there is free spill of contrast from the normal appearing left tube into the peritoneum. Legacy device report num - 2951250-2019-02839 - medwatch 3500a MFR number. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: decrease in size of pelvic surgical bed rim-enhancing fluid collection, possibly abscess. No new abdominal or pelvic abnormality. Hysterosalpingectomy - on (B)(6) 2009: essure device was successfully occluded. Results: unilateral occlusion (right tube occluded), migration of essure device. What did your healthcare provider tell you about your results? Right tube is occluded. There has been interval expulsion of the left micro insert, and there is free spill of contrast from the normal appearing left tube into the peritoneum.. X-ray of pelvis and hip - on (B)(6) 2015: essure devices noted in the pelvis. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received ¿ new events migration of essure device location of device: peritoneum/migration of essure device, partial expulsion, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety/ mental anguish, depression, migraines / headaches, dysmenorrhea (cramping), nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain/loss (specify which one)- weight gain and pain abdominal area were added. Outcome of pelvic pain was updated to recovering from unknown. Onset date of event pelvic pain was added. Product information date of insertion was updated. Patient information height and weight was added. Medical history, concomitant medication and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The patient's medical history included multigravida, parity 2, cesarean section, menorrhagia, tubal ligation, seizure, uterine dilation and curettage, abdominal operation, migraine headache, seizures, abortion, pelvic hematoma and post procedural pain. Previously administered products included for dvt: xarelto. Concurrent conditions included hypertension, back pain, uterine fibroids and dysmenorrhea. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2016, surgical pathology report revealed thickness. There are two, metallic, silver, coiled, linear wires located at both of the fallopian tube resection sites. Both fimbriated fallopian tubes are purple-tan, smooth 'with focal paratubal serous, thin-walled cysts that range from 0.5-1.5 cm in greatest dimension serial sectioning reveals pinpoint, patent lumen final diagnosis: uterus, cervix bilateral fallopian tubes. Total abdominal hysterectomy and bilateral salpingectomy. Endometrium: inactive endometrium with no evidence of hyperplasia or malignancy. Myometrium: adenomyosis, leiomyoma. Cervix: no significant histopathologic abnormality. Right fallopian tube: no significant histopathologic abnormality left fallopian tube: no significant histopathologic abnormality. Post operative note: there is an approximately 9 x 7 x 5 cm peripherally enhancing fluid collection in the midline pelvis at the surgical site which may be sterile or infected with differential considerations including evolving hematoma and postoperative abscess. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: decrease in size of pelvic surgical bed rim-enhancing fluid collection, possibly abscess. No new abdominal or pelvic abnormality. Hysterosalpingectomy - on (B)(6) 2009: essure device was successfully occluded. X-ray of pelvis and hip - on (B)(6) 2015: essure devices noted in the pelvis. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality- safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 628443) inserted for female sterilisation. The patient's medical history included multigravida, parity 2, cesarean section, menorrhagia, tubal ligation, seizure, uterine dilation and curettage, abdominal operation, migraine headache, seizures, abortion, pelvic hematoma and post procedural pain. Previously administered products included for dvt: xarelto. Concurrent conditions included hypertension, back pain, uterine fibroids and dysmenorrhea. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical abdominal hysterectomy, bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2016, surgical pathology report revealed thickness. There are two, metallic, silver, coiled, linear wires located at both of the fallopian tube resection sites. Both fimbriated fallopian tubes are purple-tan, smooth 'with focal paratubal serous, thin-walled cysts that range from 0.5-1.5 cm in greatest dimension serial sectioning reveals pinpoint, patent lumen -final diagnosis: uterus, cervix bilateral fallopian tubes. Total abdominal hysterectomy and bilateral salpingectomy. Endometrium: inactive endometrium with no evidence of hyperplasia or malignancy. Myometrium: adenomyosis, leiomyoma. Cervix: no significant histopathologic abnormality. Right fallopian tube: no significant histopathologic abnormality left fallopian tube: no significant histopathologic abnormality. Post operative note: there is an approximately 9 x 7 x 5 cm peripherally enhancing fluid collection in the midline pelvis at the surgical site which may be sterile or infected with differential considerations including evolving hematoma and postoperative abscess. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: decrease in size of pelvic surgical bed rim-enhancing fluid collection, possibly abscess. No new abdominal or pelvic abnormality. Hysterosalpingectomy - on (B)(6) 2009: essure device was successfully occluded. X-ray of pelvis and hip - on (B)(6) 2015: essure devices noted in the pelvis. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain.". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: the case is incident. Reporter information was updated. This case concerns adult patient. Her demographic was updated. Her historical condition and concurrent condition was added. Lab data was added. Essure indication was amended. Essure insertion and removal date was added. Essure lot number was added.